Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown the complaint sample was returned for evaluation and a visual examination revealed that the balloon was found to be torn longitudinally. Inflation of the balloon beyond the pressure specified on the product and packaging label, or failure to follow the instructions in the directions for use may cause balloon rupture. The maximum inflation pressure for this balloon size is 6 atm. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope.

Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure four days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon ruptured inside of the patient at 4 atm. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.